Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that both cylinders of this inflatable penile prosthesis (ipp) eroded and extruded out of the corpora into the scrotum, believed to be due to patient cycling the device before he was fully healed. A revision surgery was performed to remove and replace cylinders and pump. There were no further patient complications reported.